Event description:
Per the audiologist, the pt fell and hit his head (date not reported). The pt's parents reported a hematoma at the implant site which diminished the same day. Two weeks later, the pt's parents reported that pt was not responding to sound in that ear (the pt has an implant in the contralateral ear). The results of an integrity test done on oct 7 no output measured from the device. An x-ray done 2008, showed the internal magnet in correct placement. The pt's device was explanted the following month, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
.